Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had drive count time values or changes incorrect for moving or coasting. Too slow or too fast. The customer¿s blood glucose was 143 mg/dl at the time of incident. Customer reported they was able to clear the alarm. Customer stated they were able to rewound the insulin pump. Customer reported that they performed displacement test and self test and both test passed. Customer stated that they got again insulin pump error and failed battery alarm. Customer reported that the battery contacts were not missing, damaged, or corroded. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.